Event description:
It was reported that the pt had normal sinus rhythm (nsr)-stable. Rn called to troubleshoot "no ECG signal on their pump." She stated they had switched out cable, but were unable to get a tracing. Rn reported a flat line without noise or any tracing at all. Connections were checked and cables replaced with no result. The ECG select was on skin and a no ECG signal message was displayed. Pump was powered off for 10 seconds and back on with no change. The clinical support specialist (css) asked if they could slave in the signal, but rn stated they do not have slave cables. Css instructed rn that although pump is pumping very well with just the aline, it would be best to switch it out since ECG is the preferred trigger. This pump should be pulled and sent to biomed. Css reviewed the manual calibration of the fiberoptix sensor (fos) with rn after the exchange and gave rn her direct number should rn need any further help.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.